Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an "error-7" message on the display of their adc device upon test strip insertion and blood sample application. Customer further reported no symptoms but had to receive an insulin injection (1 unit) provided by their mother for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed reader to be damaged due to use related issue. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an "error-7" message on the display of their adc device upon test strip insertion and blood sample application. Customer further reported no symptoms but had to receive an insulin injection (1 unit) provided by their mother for treatment. There was no report of death or permanent injury associated with this event.